Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was reported as being high and a correction bolus via a syringe was used to address the bg level. After the alarms the customer either changed the infusion set site or the infusion set and cartridge. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.